Event description:
Sometime early this year I noticed that freestyle 3 gives erroneous readings. Eventually I ran out of strips to double-check and in june decided I need to go back to freestyle 14-day. I just received an email from abbott about the recall. They warn about "higher readings than normal". That's inaccurate. If it was just that I could have offset it. The main issue, which essentially made it useless, is that high readings, up to +65, which occurred often, were mixed with normal, and with low readings, down to -20. I know data is uploaded to abbott which shares it with the doctor. In the log I made dozens of entries every time I tested, in the format <measured>, <actual>, <difference>. Those entries may be available.